Event description:
Customer reports their adapter ignited and the adapter and charging cable melted and burned. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. DHR's verified that the correct cable and adapter were part of the kit pack. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of fire was observed. No corrosion was observed. The user stated the part where the adapter and the outlet are connected ignites, and the adapter and the cable part are burnt and melted. No issues were observed with reader, however, usb data cable and adapter were burnt and melted. Visually inspected the returned usb charger and usb cable and damaged usb charger was observed. Date and time were set using returned cable and known good reader. An extended investigation was performed. Visual inspection has been performed on the returned reader and no issues were observed. The returned battery voltage was measured and results were not within specification range. A known good battery was used on the reader analysis from this point on. The reader was able to power on and passed the reader self-test. Reader was also monitored under thermal camera during operation, where no abnormal hot spots were observed. Visually inspected the returned usb cable and observed black residue on one end of the cable. Performed a continuity test on the returned usb cable using cable tester and no problem was found. Visual inspection has been performed on the power adapter and observed damage on the plastic enclosure and the ac pins. The case was removed from the usb charger. There were no damage to the usb charger pcba (printed circuit board assembly). Ac connections were removed and soldered new ones onto the power adapter. Performed load test on the usb charger and results were within specification range (4.75v-5.25v). The cause of the damage to the usb adapter is undetermined. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adapter ignited and the adapter and charging cable melted and burned. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.